Event description:
The patient underwent full revision surgery. The suspect device has not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
High impedance was seen on system diagnostics. The vns was disabled, patient has been referred for revision surgery. No known surgical intervention has occurred to date. No additional relevant information has been received to date.